Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system would not fully boot up. Fse troubleshooted and ran further diagnostics, ordered replacement flex pcs (not used), and checked the bios battery. Reloaded software onto a fresh hdd. Cleaned flex hdd and allowed to load from the network. Fse completed software loading on both the host and flex pc, which was successful. Recalibrated the detector as it was not retrieved during the repair and functionally tested the system. It has been verified that the rdsr report was successfully transferred to teamplay. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not fully boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.